Event description:
The customer reported a leak was observed from the bending section of the subject device. The issue was found during preparation for an unspecified diagnostic procedure. Another similar device was used to complete the intended procedure. There was no delay in the intended procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, the coating on the insertion tube was observed to be peeled off. This report is being submitted for the malfunction found by service during the device evaluation [coating peeled off].

Manufacturer narrative:
Further evaluation of the device found there was a leak due to a pinhole in the bending section cover (a-rubber). Service found the angulation in the up direction was out of specification due to wear of the angle wire, and the connecting tube had scratches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress caused the event. The following is included in the instructions for use (IFU): ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿important information - please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.